Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Visual examination of the provided images confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"22-aug-2019 literature article entitled: ¿modular femoral head dissociation after dislocation and entrapment in reconstruction ring: a case report¿ by m. Buttaro, f. Comba, f. Piccaluga. Published by hip international / vol. 17 no. 1, 2007 was reviewed for MDR reportability. The models of prostheses used include a depuy +6 mm femoral head and c-stem femoral stem. Acetabular components are noted to be competitor and the cement manufacturer is not provided. This case study details the surgical progression of 1 female patient who has undergone 4 revision surgeries, 2 of which are documented to have involved depuy product. Please reference note (B)(6) on (B)(4) for a timeline of surgical events. This pc will capture the patient¿s 4th revision surgery (this is the 2nd revision that is known to involve depuy products). Patient presented with instability, leg length discrepancy and dislocation. During attempted closed reduction, dissociation of the modular femoral head from the stem was observed on post reduction radiographic control. Fourth revision surgery was performed, observing an entrapment of the modular femoral head between the anterosuperior rim of the reconstruction ring and the acetabular bone. It was also indicated that the morse taper was damaged. All components, including the depuy femoral head and stem were revised."